Event description:
Pt had prolieve thermodilatation treatment in 2006. According to the physician, pt had to be hospitalized for blood clot retention and transfusion for blood loss. Pt was on anticoagulation therapy for sound medical reasons. Pt was discharged (8) days later. No add'l info has been provided regarding the pt's status.

Manufacturer narrative:
A single-use prolieve thermodilatation kit component (model number m0068808022, catalog number 880-8022) that includes a prolieve catheter, a heat exchanger, and a bag of sterile water. The complaint for this MDR did not specify the component of the prolieve thermodilatation system that was involved in the event. However, since the event involved bleeding, the prolieve catheter probably would have been the component that was involved. The complaint also did not include either the serial number of the instrument or the lot numbers of the kit or any of its components. The site did not return the disposables (the catheter and heat exchanger) so they are not available for eval. Because the catheter involved in this event was not returned and its lot number is not known, no eval of the device could be done. The complaint included a statement that "records could be made available if required." Celsion made repeated attempts to obtain more info from the treating physician about the event and the pt's status. However, no add'l info has been willingly provided.